Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had an unspecified issue with its display insofar as it was noted that the stylus was inoperative and it was replaced and recalibrated. The power cord was noted to be missing and it was replaced. The system fan was noted to be noisy and it was also replaced. The hard drive was updated and reimaged with software reloaded and updated. The programmer then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an unspecified issue with its display. The programmer was received into service. It was further reported that the programmer tested out of specification during manufacturer's analysis. There was no patient involvement.